Manufacturer narrative:
It was reported to abbott the patient¿s ipg became inoperable due to user error. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.

Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient stopped charging the ipg rendering the ipg inoperable. Surgery may occur to address this issue.